Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision of a total hip arthroplasty due to dislocation. During the revision, the competitor femoral head and zimmer biomet acetabular liner were exchanged with components from another manufacturer. Attempts have been made, and no further information has been provided.